Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that sales representative reported patient was in emergency room due to palpitations. Interrogation revealed atrial fibrillation (af) & intermittent noise. Sales representative recommended the patient to be seen by a cardiologist. Approximately 7 months later, boston scientific received additional information reporting that this device was explanted due to product performance issue. Noise was reported. No additional adverse patient effects were reported.